Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 362 mg/dl at the time of incident. The customer's blood glucose was 423 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with missing segments due to bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.